Event description:
It was reported that the subject device had an error e315. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem identified on the connector/coupler; the scope connector was immersed in liquid. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.